Event description:
On (B)(6) 2011, rotaflow drive with serial number (B)(4) was in-use with hl30 serial number (B)(4) at (B)(6) hospital in (B)(6) when an error message occurred. Dashed(---) appeared and the alarm sounded for two (2) to three (3) seconds; the unit then resolved automatically. No notation was provided in complaint (B)(4) concerning impact to the patient. (B)(4).

Manufacturer narrative:
(B)(4).